Event description:
It was reported that the patient with this right ventricular (rv) lead experienced loss of capture. Additionally, low heart rates were observed on the presenting electrocardiogram (egm). Technical services (ts) recommended further evaluation. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this patient underwent a revision surgery in which this rv lead was surgically capped and replaced with a new one. During this surgery the pacemaker was explanted due to therapy upgrade. No additional adverse patient effects were reported. This lead has not been received for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced loss of capture. Additionally, low heart rates were observed on the presenting electrocardiogram (egm). Technical services (ts) recommended further evaluation. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this patient underwent a revision surgery in which this rv lead was surgically capped and replaced with a new one. During this surgery the pacemaker was explanted due to therapy upgrade. No additional adverse patient effects were reported. This lead has not been received for analysis.

Manufacturer narrative:
Correction to field h1: serious injury.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced loss of capture. Additionally, low heart rates were observed on the presenting electrocardiogram (egm). Technical services (ts) recommended further evaluation. No adverse patient effects were reported. This rv lead remains in service.